Event description:
It was reported that the patient presented in clinic for device upgrade procedure. Upon interrogation prior to procedure, it was found that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. The patient was discharged.